Manufacturer narrative:
The device was not returned and the actual lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot # - the customer stated that the lot number was likely h20d20048, but it could have also been h20a15077. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette was leaking from an unspecified location. The leak was identified during an unspecified process step during peritoneal dialysis (pd) therapy. Reportedly, fluid was observed beneath the amia device, on the table, and on the floor. The reporter was unable to locate the source of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.